Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7033927, medical device expiration date: 02/28/2019, device manufacture date: 02/02/2017. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was observed.

Event description:
It was reported that bd vacutainer® acd solution b blood collection tubes had "fm and broken tubes".